Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one pta5-35-135-5-14.0 was returned for investigation. There was slight biomatter present throughout the device. During the functional test, the device was inflated with water using a syringe and it was discovered that the balloon would slightly inflate to a certain point before the water exited the distal tip. During the inflation, the water in the balloon became red tinted. The balloon was then inflated with air inside of a water filled beaker in order to photograph the failure. No damage to the balloon material itself was noted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could potentially contribute to this failure mode. This nonconformance was for leakage; however, the affected unit was scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Given these reviews, cook has concluded that appropriate controls are in place to address the reported failure mode. Moreover, an IFU is provided with the device, which stating the intended use of this device is, "for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral, and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae.¿ the IFU also states as a step for balloon introduction and inflation, "if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a (B)(6) male with preexisting lower extremity arteriosclerosis obliterans, was undergoing balloon dilation of the right superficial femoral artery. The physician advanced the advance 35 lp low profile balloon catheter to the lesion and injected iodixanol contrast agent to an inflation pressure of eight atmospheres (atm), using another manufacturer's inflation device. The balloon suddenly shrunk. The physician continued to unsuccessfully attempt to inflate the balloon. Finally, the physician changed to a new advance 35 lp low profile balloon catheter to finish the procedure successfully. Tortuosity, calcification, and scarring were not reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.